Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an implant, the helix failed to extend after several right atrial implant attempts. The lead was not used and was discarded. The patient didn¿t experience any symptoms and was stable.